Manufacturer narrative:
Product eval: results from the product history record review indicated the product met release criteria. No malfunction can be determined at this time. Root cause: root cause has not been identified. There have been no other complaints reported in the lot number. Add'l info was requested on 6/24/2011, 6/27/2011, and 7/8/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A surgical tech reported that an intraocular lens (iol) was exchanged due to a scratch in the ctr of the lens. The pt was having to look around the scratch to see well. The iol was replaced with the same model and diopter lens. Add'l info has been requested.